Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would intermittently not power on with dc power, using its own batteries. The device would however, power on, using a test battery. There was no patient use associated with the reported failure.